Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.

Event description:
The customer contact reported a tubing separation; subsequently, blood loss was noted. The device was being used to deliver an unspecified solution. After an unspecified length of time in use, the mother of the patient notified the nurse that blood was leaking from the set. The amount of blood loss was not specified. At this time, the nurse noted that the tubing had separated from the proximal y-site. Multiple unsuccessful attempts have been made to obtain additional information.